Event description:
The customer reported that the system's left monitor would continue to rotate. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The monitor relay was reseated during the service call. The system was tested and found to be working as intended and put back into service.